Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced tape not sticking on first day of insertion and infusion set was in use for 1 day on (B)(6) 2026.